Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display powered-up to a green dot only. There was no patient involvement in the reported malfunction.